Event description:
It was reported that during a shoulder arthroscopy the implant came preloaded with tape and sutures, but one loop was missing. The procedure could be completed; however, the surgeon had to tie knots even though the implant is designed to be knotless.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.